Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a service indicator present and powers off by itself intermittently. The customer further indicated that there was patient use associated with the reported event; however, there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.